Manufacturer narrative:
The device was not returned to edwards for analysis. Without return of the device the clinical observation cannot be confirmed. The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. Prosthetic valve endocarditis (pve) is a microbial infection occurring on valve prostheses or on reconstructed native heart valves and is a serious complication of cardiac valve surgery. It is well established that potential causes of pve are related to surgical, nosocomial, or patient factors. The risk of infection of the prosthetic devices is highest during the first 6 weeks after operation, as peri-operative antibiotic prophylaxis may be insufficient to prevent infection. The likelihood of developing pve within the first 60 days of implantation is approximately 3 percent. The incidence of developing pve 60 days or more after valve implantation ranges between 0.1 percent and 2.3 percent per patient year depending on patient age. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore the probability of endocarditis related to edwards' bioprostheses is remote. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through its implant patient registry that a 23mm aortic pericardial valve explanted due to early endocarditis after an implant duration of approximately 30 days. It was learned the patient presented with febrile syndrome and it was noted vegetations and paravalvular leak were seen under echo. However at explant and through microbiology these could not be confirmed. The explanted valve was replaced with another 23mm bioprosthetic valve. There was good valve function after implant. The patient has since been discharged.